Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17443987) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a slalom pta balloon catheter (.018 hp 40 3x4) was inserted. However, it ruptured during inflation. There was no reported patient injury. Therefore, it was replaced with another non-cordis balloon catheter and the procedure was continued. The lesion was the shunt anastamosis. Initially, this was a shunt percutaneous transluminal angioplasty (pta) case. A guidewire crossed the lesion. The device will not be returned for analysis as it has been discarded by a nurse in the hospital.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon of a 3x40mm 40cm 0.018 hp slalom percutaneous transluminal angioplasty (pta) balloon catheter was inserted. However, it ruptured during inflation. Therefore, it was replaced with another non-cordis balloon catheter and the procedure was continued. There was no reported patient injury. The lesion was the shunt anastamosis. Initially, this was a shunt pta case. The guidewire crossed the lesion prior to slalom balloon insertion. The device was not returned for analysis. A device history record (DHR) review of lot 17443987 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.